Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged shortness of breath, device not functioning/ device will not on, other thermal issue. There was no report of patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient has alleged to shortness of breath, device not functioning/turn on and other thermal issue. There was no report of patient harm or injury. The device was returned to the manufacturer service center for further evaluation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. The device powered on, and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer. There were no errors found. The manufacturer concludes that there was customer allegation and evidence of visible foam degradation, and the contamination likely originated externally to the device. Evaluation method code, evaluation results code, component code and conclusion code grid has been updated.

Manufacturer narrative:
In previous report, the adverse event information captured incorrect information in box d and box h: all manufacturers& device manufacturers the following correction has been updated in this report. In box d:date returned (rfb)inbox g:date received by mfg. And box h: problem code grid , evaluation results code grid, conclusion code grid has been updated.